Manufacturer narrative:
Evaluation method - "other". The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) male patient had a skin irritation. The patient had a rash on his back and chest. The patient's physician prescribed an ointment for the rash and advised the patient to remove the lifevest until the skin irritation cleared up. Follow-up indicated that the patient was wearing the device again and the patient's skin irritation had improved.